Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had battery failure alarms. The customer reported that the battery failure alarm was recurring after battery change. The customer's most recent blood glucose was 7.7 mmol/l at the time of call. The customer reported that they also experienced low blood glucose of 2.3 mmol/l. The customer stated that they received no delivery alarms. Troubleshooting was done. The customer stated that the insulin pump was exposed to x-ray. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected failed battery test noted. No excessive no delivery alarm noted. No motor error alarm noted. Motor passed motor test. The insulin pump had cracked case at display window corner, battery tube threads and minor scratched display window.